Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Passage through tissue. What tissue was being approximated or sutured when the pull off occurred? Yes. Could you please confirm how many devices presented this issue (needle pull off) during the procedure? 3 eaches. Event date? Team lead did not have specific date; however in (B)(6) 2021. Procedure date and name? Vascular case w/ dr. (B)(6) (vascular surgeon). Device evaluation: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an opened box with twenty one unopened samples of product code 8805h were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. T there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number qabexe, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that multiple needles got detached from the sutures. The case was completed with no patient consequences. Additional information was requested.